Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a weak battery alarm, battery out limit alarm, unexpected restart and blank display during normal use. Customer reported that display screen went blank excessively. Troubleshooting was performed and display screen returned. Customer was advised that battery cap would be replaced as a courtesy. Customer was advised to call back should insulin pump fail with new battery cap.